Manufacturer narrative:
The following fields were updated due to additional information: d4: lot# 2277287. D.4. Medical device expiration date: 10/27/2027. D9: device available for eval yes, d9: returned to manufacturer on: 28-aug-2022. H4: device manufacture date: 10/04/2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that during use with bd nano¿ 2nd gen pen needles unable to deliver insulin. Report 1 of2. The following information was provided by the initial reporter: stated, does not prime before injection. Stated, her numbers were elevated as a result of not being able to get her insulin. Stated, sometimes when she takes her injection, she cannot tell if she is getting the complete dosage. Verbatim: consumer reported not all pen needle dispense insulin when taking injection stated, does not prime before injection stated, her numbers were elevated as a result of not being able to get her insulin stated, sometimes when she takes her injection, she cannot tell if she is getting the complete dosage consumer had a difficult time locating lot number on box and when she was able to find it, she could not read it. She attempted to read the lot from a unused pen needle but said the print was too small for her eyes. Lot can be obtained when samples come in lot: unknown. Catalog: 320550. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd nano¿ 2nd gen pen needles unable to deliver insulin. Report 1 of2. The following information was provided by the initial reporter: stated, does not prime before injection. Stated, her numbers were elevated as a result of not being able to get her insulin. Stated, sometimes when she takes her injection, she cannot tell if she is getting the complete dosage. Verbatim: consumer reported not all pen needle dispence insulin when taking injection stated, does not prime before injection stated, her numbers were elevated as a result of not being able to get her insulin stated, sometimes when she takes her injection, she cannot tell if she is getting the complete dosage consumer had a difficult time locating lot number on box and when she was able to find it, she could not read it. She attempted to read the lot from a unused pen needle but said the print was too small for her eyes. Lot can be obtained when samples come in lot: unknown. Catalog: 320550. Date of event: unknown. Samples: yes cl.